Event description:
It was reported that during a post procedure check this left ventricular (lv) lead exhibited loss of capture and pulled back/dislodged the day after implant. The patient was experiencing discomfort/pain and phrenic nerve stimulation. This lv lead was explanted and replaced successfully and was disposed of by the facility. Other than the surgical procedure and discomfort/pain, no additional adverse patient effects were reported.